Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm which occurred on the homechoice (hc) during fill 3 of 4. The fill volume (fv) was equal to 515ml. The home patient (hp) stated that she disconnected the heater bag because it was empty and reconnected new bag. The technical service representative (tsr) explained that the setup was then compromised and the hp understood. The tsr assisted in ending therapy. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter is currently attempting to obtain additional information regarding clinical outcome.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.